Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit made loud noise. There was no patient involvement.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). It was reported that the cardiosave intra-aortic balloon pump (iabp) noise related malfunction. The unit made loud noise needs system check. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the issue while unit in use. The fse replaced pcba , kit, display monitor to video gen board and cable, coiled cord as precaution. Performed full inspection with calibration check, functional testing and safety check to factory specifications. Unit passes all functional checks and is ready for patient use.

Event description:
N/a.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit made loud noise.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.